Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the e-200 generator to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. During visual inspection, fa found no damage related to the reported event. Per e-200 testing matrix, the unit passed all required tests.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that error 25920 occurred on e-200 generator when using a synchroseal instrument. The customer removed the instrument, cleaned it, used a different bipolar port and then used a second synchroseal instrument, but the issue persisted. The procedure was completing as planned with no reported injury.